Manufacturer narrative:
(B)(4). ¿it was reported that a small volume folfusor had an unspecified tubing defect. This was found while filling with fluorouracil. There was no patient involvement. No additional information is available.¿ this lot was manufactured from april 10, 2015 ¿ april 13, 2015. The device was received for evaluation with approximately 120ml of fluid within its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was drained and then filled with water with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor could not be filled completely. The device was being filled with fluorouracil. There was no patient involvement. No additional information is available.